Event description:
(B)(6). It was reported that patient presented stress shielding and tibial osteolysis at the 5th post-operative assessment. None actions were taken, the event is not resolved.

Manufacturer narrative:
H3, h6: the device was used in treatment and during a clinical retrospective study, the patient presented with stress shielding during follow up appointment. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. The risk assessment released at the time of the complaint was reviewed and it notes the intended use, indication for use, and design assumptions of the navio system. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. We could not confirm if there was a relationship established between the reported event and the device. This is part of a clinical retrospective study. Stress-shielding has the potential to be present in any implant based orthopedic surgery and this is the first instance that any suspicion of stress-shielding was possibly linked to navio, however there is no definitive connection to the navio system as outlined by the surgeon in their adverse event report. Root cause undetermined after investigation.